Event description:
It was reported the pt is no longer receiving stimulation and is unable to communicate with operating room charge his ipg. It has been over a month since he last charged his ipg. A replacement charger was unable to resolve the issue. An sjm representative met with the pt and confirmed the issue. Surgical intervention is pending to address the issue.

Manufacturer narrative:
The 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.